Manufacturer narrative:
The device associated with this complaint was requested back for evaluation, but it has not yet been received.

Event description:
Nellcor puritan bennett received a report from a biomedical engineer that the unit did not provide an audio tone. There was no patient harm reported.